Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display is unreadable where the lens is damaged with scratches. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/19/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2013 with the following findings: the display was observed to have multiple scratches on the lens. The display screen was observed to have a pinkish contrast. The pink display was replaced with a new test display contrast returned to normal. A crack near the case seal of the battery compartment was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.